Event description:
Follow up information received reported that there was no indication of a low battery on the implantable neurostimulator (ins). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient programmer displayed a power-on-reset (por). It was noted that the physician reprogrammed the time and the date and it worked afterward. It was noted that the por was successfully cleared. There were no patient symptoms or injuries as a result of the event.

Manufacturer narrative:
(B)(4).